Event description:
Same case as 2134265-2013-09726. It was reported that automatic pullback failure occurred. During preparation,it was noted that the motor drive unit (mdu) was unable to perform automatic pullback. The procedure was completed with another of the same device. No complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).